Manufacturer narrative:
As reported in a research article, "complications of transcatheter paravalvular leak device closure of mitral valve: an updated review of the literature and a rare case presentation", on an unknown date, a 24mm st. Jude medical masters mechanical mitral valve was implanted in a 61-year-old female patient with a history of exertional dyspnea. Some of the complications reported were surgical intervention (permanent pacemaker), hospitalization, unexpected medical intervention (blood transfusion), dyspnea, heart block, pulmonary hypertension, hemolytic anemia, paravalvular leak. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: article title "complications of transcatheter paravalvular leak device closure of mitral valve. An updated review of the literature and a rare case presentation."

Event description:
The article, "complications of transcatheter paravalvular leak device closure of mitral valve: an updated review of the literature and a rare case presentation", was reviewed. The article presented a case study of a 61-year-old female patient with a history of exertional dyspnea. It was reported that on an unknown date, a 24mm st. Jude medical masters mechanical mitral valve was implanted. It was then reported 9 years post-procedure, the patient presented with worsening exertional dyspnea with a holosystolic murmur at the left sternal border along with a mechanical heart sound. The electrocardiography (ECG) showed preexisting atrial fibrillation combined with a left bundle branch block. 3d-transesophageal echocardiography elucidated the presence of severe paravalvular leak localized at the anteromedial part of the ring (1-3 o'clock surgical view) on a complex, irregularly shaped defect measuring 11mm× 6mm. Considering the patient's history of previous surgery and the presence of severe pulmonary hypertension, the decision was made to proceed with percutaneous pvl closure with a 15mm occlutech pld occluder. An attempt was made to implant the 15mm occluder when the patient experienced complete heart block with consequent hemodynamic compromise. A temporary pacemaker was placed in the right atrium and further attempts to cross the pvl were unsuccessful. One week of persistent complete heart block, a permanent pacemaker, dddr st. Jude's/abbott, was implanted. Two months later, the patient was readmitted for another percutaneous closure and a 15mm occlutech pda occluder was successfully implanted with no mitral mechanical valve leaflet interference. It was then reported a few hours after intervention, the patient experienced hematuria that lasted 24hrs followed by another episode 5 days post-intervention, lasting 48hrs. Post-procedural laboratory studies reported hemolytic anemia. One unit of packed cells was transfused. Follow up echocardiography revealed mild mitral pvl with preserved leaflet function. The patient was discharged following 10 days later. [The primary and corresponding author was reza mohseni-badalabadi, tehran heart center, cardiovascular diseases research institute, tehran university of medical sciences, tehran, iran, with corresponding email: mohsenihr@yahoo.com]